Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a tear in the outer sheath of the cable of the cac adapter approximately 33.5 cm from the base of the strain relief of the connector. However, the device was able to pass functional testing and performed as per specifications. A possible root cause of the reported event may be attributed to user mishandling and wear and tear from prolonged use. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ac adapter snagged a piece of furniture in the patient's house which caused a small tear and slightly exposed the wires within the cable. The damaged portion was the one that connects to the controller. The adapter was exchanged with no reported patient consequences. No further information was provided.